Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathies. It was reported that the patient developed renal failure and the stimulation aggravated the situation. The patient developed rsd, so the system was removed. The patient did not allege any falls or trauma related to the issue. The system was removed on october 17, 2013. No further complications were reported.